Manufacturer narrative:
(B)(4).

Event description:
It was reported "small hole noticed just distal to the lumen causing leaking." The device was replaced with a midline in the opposite arm. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned a 1-lumen catheter for analysis. Signs of use in the form of biological material were observed. After failing functional testing , a small leak was detected on the extrusion of the extension line. Microscopic examination the damage. The observed damage appears consistent to contact with a sharp object (i.e. Needle, scalpel, suture, etc.). The hole on the distal line measured 23mm from the luer hub. The extension line outer diameter measured 0.0935", which is within the specification limits of 0.093" - 0.097" per the extension line extrusion product drawing. The extension line inner diameter measured 0.056" , which is within the specification limits of 0.055" - 0.059" per the proximal extension line extrusion product drawing. The catheter body was clamped at the distal end. A lab inventory syringe filled with water was attached to the extension line and flushed. Water was observed leaking out of the hole. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture.". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leak was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a leak on the extension line. The observed damage appears consistent to contact with a sharp object (i.e. Needle, scalpel, suture, etc.). Despite the leaking, the catheter met all relevant dimensional requirements. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "small hole noticed just distal to the lumen causing leaking." The device was replaced with a midline in the opposite arm. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".